Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were noted. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the episodes of post-paced t-wave oversensing were suspected to be due to fusion on the device. The device was reprogrammed to resolved the event. The patient was stable.